Event description:
It was reported that stent damage occurred. The 80% stenosed, 38 mm x 3.0 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00x38mm synergy stent was advanced to treat the lesion. However, while crossing the lesion, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38 mm x 3.0 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00x38mm synergy stent was advanced to treat the lesion. However, while crossing the lesion, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the proximal end lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.